Event description:
Additional information was received that a low infusate pressure alarm was noted by the medical professionals prior to the pump ceasing function. A low flow alarm was also noted as they attempted to take the infusate tubing out of the controller and unkink the tubing. Troubleshooting was performed and the pump was eventually switched out without complication.

Event description:
Tandemheart pump was reported to have stopped running. During the troubleshooting, they noticed that the infusion line hadn¿t been properly laced into the controller and the connections did not appear to be tight. The pump had been running without issues right up until the failure. They noticed that the infusion line had blood that had backed into the line. The decision was then made to change the pump and tubing out to a centrimag. This was done without issue. The patient was stable throughout the stopped pump and change of equipment. The tandemheart pump was returned however analysis has not been completed to date.

Event description:
A review of the manufacturing records was performed and there were no issues or non conformities found that could have contributed to the issue. The device was returned and analysis was completed. Based on the report from the field of the infusion line not being properly laced, the cause of the pump stoppage is likely blood in the lower housing. Without the proper infusion pressure the seal between the upper and lower housing heated up resulting in blood getting into the lower housing and the pump stopping.